Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier: use after expiration; device code 2017 clarifier: above rbp.

Event description:
It was reported that the procedure was performed to treat a dissection caused by rotablation in the left circumflex (cx) coronary artery with moderate calcification. The 2.80x16mm graftmaster was implanted at 22 atmospheres and the dissection was sealed. It was noted after use that the device is expired. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of (B)(6) 2021 with an expiration date (use by date) of (B)(6) 2023. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2023. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The IFU deviation contributed to the reported event. The investigation determined the reported improper or incorrect procedure or method (device expiration issue) appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.